Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A pt developed fever, hallucinations, back and leg pain following the use of duragen graft matrix. The events were described as follows' in the (B)(4) of 2012, ms. (B)(6) began to suffer from spinal stenosis of the lumbar region of her spine. Her spinal canal had narrowed which caused pain and limited her range of motion. On (b)(06) 2013, ms. (B)(6) presented at the health care facility where the physician performed an elective surgery, a lumbar arthrodesis (a spinal fusion). During the procedure duragen graft matrix was implanted. On (B)(6) 2013, integra issued a recall notice on the duragen graft matrix. On (B)(6) 2013, (less than 24 hours) after the surgery, the pt experienced a high fever, hallucinations, back and leg pain and wound drainage. The staff alerted the physician that she was experiencing symptoms consistent with infection including fever and hallucinations. It wasn't until (B)(6) 2013, that the health care facility, where the surgery was performed, alerted the doctor about the duragen graft matrix recall. On (B)(6) 2013 (date of revision), ms (B)(6) was still experiencing symptoms consistent with infection, the physician surgically removed multiple small fragments of what appeared to be duragen from the patients' tissue. The patients' symptoms continued until she was discharged on (B)(6) 2013. She was treated with an antibiotic and after a couple of weeks her symptoms abated.

Manufacturer narrative:
Integra has completed their internal investigation on 10/14/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the unit was not returned for evaluation since the unit was implanted in the patient and subsequently (B)(6) (reporting facility) collected the pieces of sponge for its own liability investigation. Device history record of the finished good lot # 1125522 was reviewed. No anomalies were observed during the manufacturing and packaging process. The associated cmc-105 (B)(4) at lot is 105000213668. According to the DHR review conducted for at lot 105000213668 and fg lot 1125522 there is no indication that the production process of this lot contributed to this complaint. Based on the complaint information, the results for bacterial endotoxin test (bet) of the product are the best indicative regarding the patient symptoms. As part of the quality testing, a composite sample, a sample of ten (10) individual units and a sample of thirty (30) individual units from fg lot 1125522 were submitted for bacterial endotoxin test (bet). All test results met with the acceptance criteria. Approximately (B)(4) units of duragen products have been shipped for distribution since 11/27/12 as of 05/19/15 resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: the hospital facility confirmed that they were informed of the duragen suturable duragen dural regenerative matrix recall by integra, and instructed by integra to remove the product out from the inventory use. They failed to remove the subject complaint product lot from the operating room, and that it was inadvertently used by the surgeon. In less than 24 hours after the surgery, the patient began to experience a high fever, hallucinations, back pain, leg pain and wound drainage. The hospital notified the surgeon two days after the surgery that the sponge used during the procedure was recalled by integra due to high levels of pyrogens, and that the hospital staff failed to remove the recalled product from the operating room. The most probable cause of this failure is that the hospital staff failed to remove the recalled duragen from the operating unit. Integra sent an urgent: ¿medical device recall" letter dated april 9, 2013, to all us, canada, and non-EU integra consignees/customers. The letter described the product, problem and actions to be taken. The customers were instructed to verify if they had any product lots listed above, if so, to stop using that product; to remove the product from service; and promptly complete and return the product recall return acknowledgment form and email back to integra customer service. The reporting facility confirmed that they failed to remove the subject complaint product lot from the operating room, and that it was inadvertently used by the surgeon.